Event description:
During clinical procedure to change the blood flow before tae within the right gastro-omental artery, the physician felt friction during attempts to advance #8 cook tornado coil and trupush through the prowler microcatheter. The coil got stuck inside the prowler. The coil and prowler mc were removed as one unit from the patient's vessel. There were no reported patient complications. The physician did not want to extend the procedure, so he decided to finish it at that time.